Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Left knee revision performed. Patient presented with dehiscence of her surgical wound following a left knee-revision on (B)(6) 2025. Dr. Opted to perform an extensive I&d and insert-swap. All other components left in-situ. No complaints have been filed against the components themselves; no further info available.